Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer experienced an elevated blood glucose (bg) level over 240mg/dl and slight ketones. A correction bolus was delivered and a manual injection was administered to address the bg level. Multiple supply changes were performed and the occlusion alarms continued. The customer reverted to manual injections for insulin therapy. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.